Event description:
It was reported that while using bd facscanto¿ ii flow cytometer waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: liquid leakage from the waste liquid sensor. Please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Waste. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd part # 338960, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 16aug2020 to 16aug2021. ¿ complaint trend: there are 11 complaints related to the issue of a waste leakage under no pressure not contained within the instrument. Date range from 16aug2020 to 16aug2021. ¿ manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6) , file # 338960-338960-r33896002538-101197482-17, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument as due to a worn waste level sensor. A non-functioning waste sensor will not detect when the tank is full and can lead to a leak or spill. An fse (field service engineer) came onsite to respond to the customer complaint, and confirmed the cause of the leakage. The fse replaced the waste level sensor, tested the instrument, and confirmed that it was performing as expected with no further leakages. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although a leakage of waste poses a risk of harm to the customer upon skin contact, they customer confirmed that they did not come in direct contact with the leaked fluid and were not harmed in any way. Additionally, there was no spray of fluid so the risk of exposure was minimal. While this incident occurred on an instrument used for clinical diagnoses, the results gathered during the incident were not used for treatment and thus no patients were affected in any way. The safety risk is limited, s2, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: 02064884, case # 01427665 install date: 08mar2017 defective part number: 338978 - snsr 2-level-sw 120vac 10.6in stem 7-pin work order notes: o subject / reported: liquid leakage from the waste liquid sensor o problem description: liquid leakage from the waste liquid sensor o work performed: waste liquid sensor replacement. After replacement, check that there is no liquid leakage. The above work is completed. O cause: the cause was that the liquid was leaking from the waste liquid sensor. O solution: it has been improved by replacing the waste liquid sensor. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿9¿ and the rpn is ¿18¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o item: 6. Waste o function: 6.1 contain waste o potential failure mode: 6.1.1 waste not contained. O potential effect(s) of failure: 6.1.1.1 biohazards o potential cause(s) / mechanism(s) of failure: 6.1.1.1.2 waste container overflows. O current controls: level sensor. O recommended actions: n/a o responsible party: n/a o target completion date: n/a o actions taken: n/a o sev: 9 o occ: 2 o det: 1 o rpn: 18 mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste level sensor. ¿ conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste level sensor. The fse confirmed the issue and replaced the waste liquid sensor. After the repair, the instrument was tested and functioning as expected with no further leakages. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk is limited, s2, and there was no impact to customer health or safety. See h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto" ii flow cytometer waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: liquid leakage from the waste liquid sensor please confirm the safety check below. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Waste. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.